Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
Subject: (B)(6); phs study. Unexpected pain not related to surgical recovery. Patient reported shoulder pain. Pain found to be related to patient's workout routine.